Event description:
It was reported that the customer was experiencing low blood glucose for the past two weeks, and the insulin pump have delivered multiple boluses without the customer's intervention. It was stated that the paramedics were called, and his glucose reading was less than 25mg/dl. It was stated that the customer's most recent glucose reading was 99mg/dl. Troubleshooting was performed. Reviewed the bolus history and found multiple unexplained boluses. Advised the caller that the customer should discontinue use of the insulin pump and no revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.